Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was beeping. It was noted the patient had recent surgical procedure. Lead integrity alert (lia) alert due to high sensing integrity counter (sic) and high rate ventricular tachycardia (vt) non-sustained episodes all around the same time and day of the surgery. The device was reprogrammed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.